Event description:
Removal of endosseous dental implant. Implant was placed on 6-17-97 in site #3 (class IV bone) during a routine procedure in which bone augmentation was performed using freeze-dried bone. The clinician reports that the reason for implant failure was due to surgical trauma. The clinician also reports that he drilled the implant site completely to the drilled depth. The implant was removed on 7-11-97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.